Manufacturer narrative:
Na

Event description:
It was reported that the atrial lead exhibited less than 200 ohms impedance in both bipolar and unipolar configurations. Also noted was atrial undersensing, as well as incidences of oversensing and noise on stored electrograms. The lead was capped and replaced.